Event description:
It was reported that the device was at elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.